Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy, the device was used to resect the bladder and when placed on the tissue, it would not seal. The surgeon stated that this may have resulted from too much blood oozing from the tissue. The pt required a blood transfusion, but sustained no permanent harm. The surgeon opened another device and finished the procedure with no further difficulties.